Manufacturer narrative:
Brand name - the correct brand name is cyclesure bio indicator. Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 03416015. Expiration date ¿ the correct expiration date is 12/31/2016. (B)(4). A field service engineer (fse) was dispatched to customer site on 05/23/2016 and confirmed there were no issues with the unit.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), trending of lot number, concomitant product evaluation, functional analysis and retains analysis. ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." ¿ trending analysis by lot number was reviewed from 02/03/2016 to 05/23/2016 and no significant trend was observed. The complaint suspect positive bi was received. The ci disc is gold, the cap is depressed, the vial is crushed, and there is dried yellow media stain in the vial with which to confirm the suspect positive result. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures on the plastic vial or tyvek® liner that would be consistent with false positive from external contamination. No manufacturing related anomalies observed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found no significant trend was observed. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
Investigation summary correction : the following sra statement has been changed to: the sra indicates the risk associated with a quality problem with no impact on safety is "low."